Manufacturer narrative:
This follow-up MDR is created to document the additional device information, implant date and conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. Partial separations within abrasion were noted on all tubing of the pump. These were not sites of leakage. A separation, adjacent to a confined area of abrasion, was noted in the exhaust tube of cylinder 2 near the tube/strain relief junction. This was a site of leakage. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with cylinder 1. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on the both exhaust tubing and inlet tubing of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the cylinder exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. Review of lot # for complaint trend, nonconforming report and CAPA review. No trends noted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction was reported.